Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 156732: (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 2021-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 6 months from the primary due to instability caused by a subsided stem. The surgeon revised the stem, liner and head. The surgery was completed successfully.